Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a nurse responded to an unspecified alarm and noted leaking during a leucovorin infusion, dosage and rate not specified. There is no report of patient harm.